Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have broken blade at the base of the blade. A piece measuring approximately 11 mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was not returned. Components adjacent to this broken blade do not show damage. Due to the primary failure the instrument failed the generator self-test (energy recognition) during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating ¿replace instrument¿. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of the failed energy recognition test was attributed to the broken blade.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The instrument was re-installed but issue persisted. The procedure was completed with no patient harm.